Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of the common femoral vein was attempted with three prostyle devices after an ablation interventional procedure using a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. An alternative method of closure was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event corrected from 06/15/2023 to 06/29/2023. E4 ¿ initial report sent to FDA corrected from ¿no¿ to ¿yes¿

Event description:
Subsequent to the filed mdrs, medwatch report was received that states: "describe the event or problem: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier, rep picked up. No charge replacement sent. What was the original intended procedure? : information not provided. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; "

Event description:
Subsequently to the filed MDR, the following information was provided on correct medwatch number mw (B)(4): user facility medwatch report received that states "describe the event or problem: when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier and rep picked up device. What was the original intended procedure? Not provided. Qhat problem did the user have (check all that apply) device failed (e.g. Broke, couldn't get it to work or stopped working);" no additional information was provided.

Manufacturer narrative:
B5 correction: describe event or problem: updated the referenced medwatch from mw (B)(4). D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. G3 correction: date received by mfg updated to 6/19/2024, the day the error was noticed h10: related report number updated to mw (B)(4).

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.